Event description:
The customer reported that the system locked up during a case. The system had to rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank, snubber board, insulator, and esd kit were installed during the service call. The system was tested and found to be working as intended and put back into service.